Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the luer of the bd plastipak¿ luer-lok¿ syringe was damaged and the solvent bag could not be screwed onto it. This event occurred 10 times during use. The following information was provided by the initial reporter, translated from french: "during the production of an emergency chemotherapy, it was impossible to screw the solvent bags onto the luer-lock of the opaque syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2022-01-07. H6: investigation summary: two samples and photos received for investigation. Upon visual inspection of the 50ll amber syringe it can be observed the tip is not straight, it is deformed to one side. The thread of the syringe do not present any visual defect. The other sample provided by customer does not belong to amber reverence (300869), it is a 50ll clear plastipack syringe with unknown reference and lot number and it will be visually inspected. Upon visual inspection, it does not present any visible defect related to the tip or other part of the syringe. A device history review was performed for the reported lot 2108094 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause of failure, it may have been produced during expulsion of the part from the mold during molding process. During expulsion, the tip of the syringe may have been damaged deforming the part. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported that the luer of the bd plastipak¿ luer-lok¿ syringe was damaged and the solvent bag could not be screwed onto it. This event occurred 10 times during use. The following information was provided by the initial reporter, translated from french: "during the production of an emergency chemotherapy, it was impossible to screw the solvent bags onto the luer-lock of the opaque syringe."